Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Visual inspection has been performed on the returned usb charger and charging cable and no issues were observed. The charging cable successfully passed testing. Visual inspection has been performed on the returned power adapter and no issues were observed. Voltage testing was performed on the returned power adapter and the power adapter measured 4.96v which, is within specification (4.75v-5.25v). The reader was sent for further investigation and de-cased. Visual inspection was perfomed on the de-cased reader's pcba (printed circuit board assembly) and no damage, burn marks, or corrosion was observed. The returned battery was measured at 3.96v, which is within specification of (3.7v ¿ 4.2v). Power consumption testing was perfomed and found to be within specification. The reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. No malfunction or product deficiency was identified. There the issue is not confirmed. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device caught on fire after it was unplugged from the charger. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number (B)(4), submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.